Event description:
The customer reported the device alarmed and would not power up when ac power was disconnected. The customer reported the unit was not in use; therefore, there was no patient involvement or harm. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. Specifications. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. Pse advised the biomedical engineer evaluate the power management pcb board for replacement to address the reported problem. The customer reported the power management pcb and cpu pcb boards were replaced and the reported problem resolved. Proper care, maintenance and testing should be performed when using battery power sources.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.